Event description:
It was reported that during implant, the physician was unable to connect the lead to the implantable pulse generator (ipg) block as the set screw was "blocked". The physician chose to implant another ipg. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned and analysis found no anomalies. However, there was foreign material in the set screw. We also received performance data collected from the device and have analyzed the data. No anomalies were found.